Event description:
In 2007, received explanted lead from st. Jude medical. No information provided. Located lead serial number of explanted lead and used to search database and identify patient. The following month, sent investigational letter to physician in patient record. Will continue to follow-up with letters and phone calls attempting to learn more about explant and patient.